Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the hip, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient lost consciousness for less than an hour due to hypoglycemia. There were no cgm readings provided before the event. Her partner called emergency medical technicians at around 3 to 4 pm. When paramedics arrived, they took a bg reading but no value was reported as the patient didn´t had the information. The paramedics treated the patient with IV d-10 (5ml, dextrose). The patient was treated at home, and once she regained consciousness, she refused to be taken to the hospital. After the treatment they took a bg reading which was over 200 mg/dl but did not exceed 250 mg/dl and the cgm reading was low. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.